Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made.(B)(4).

Event description:
Allegedly resurfacing head was returned. Unknown failure. Orig. Surg. And rev. Date unknown.